Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. Based on the results of the investigation, the events, ¿remain of white foreign material in auxiliary water channel¿ and ¿foreign material adhered to lg-lens glue and ob-lens glue¿, were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The probable cause was that the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the jet tube had remains of white foreign material. The light guide lens glue, charged coupled device (ccd) lens glue and switch number 2 had foreign material attached, likely due to insufficient cleaning. Additionally, during incoming inspection a leakage was found in the jet tube and distal end insulation test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported grease residue on the evis exera iii gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: several parts were found with foreign material. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.